Event description:
In 2006 the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that his one touch ultra meter was reading inaccurately high. The reporter merely wanted a refund for the meter. The pt has not used the meter in over a year and a half and when used, she only used for six months. The reporter mentioned that the reported meter caused her husband to go into a coma. The reporter was unable to specify the exact results or dates of testing. However, the pt took 40 units of human insulin prior to being taken to the hosp a year and a half ago. The customer care advocate (cca) was unable to clarify if the pt actually lost consciousness before being taken to the hosp or at a prior date. No products were replaced. This complaint is being reported since the reporter alleged that the pt was obtaining inaccurately high results, took insulin following the use of the meter, experienced a hypoglycemic event, and received glucose treatment at the hosp.